Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke when inserted into abdomen at start of procedure. The tip of the needle never retracted back after insertion leaving needle exposed while insufflation was trying to be obtained. Scant blood was noticed on omentum. No additional information available. No patient injury reported.

Manufacturer narrative:
(B) (4).